Event description:
Atrial undersensmg on at/af egms. At device classified termination of events. A arrhythmia appears to continue. P waves measure 0.1 mv and sensitivity is programmed 0.1s mv. Potential for atrial under sensing. Trend stable. Notes: cdv at c/o,(B)(6)2019 (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).